Event description:
A loss of bipolar signal/sensing(with lead impedance <100 ohms) was observed when the pt was in an upright position. This condition resulted in inadequate pacing and detection. During the explantion, the lead was cut in two pieces. The distal portion was removed with an extraction wire that was introduced in the pace/sense channel and may have caused damage to the lead.